Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue of the cot not reaching load height was confirmed; there were damaged/broken components. The devices were repaired and returned. No malfunction or defect was found that related to the reported cot drop. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction event, where it was reported the cot could not reach load height, and there was a cot drop. There was patient involvement, but there was no consequence or impact to the patients.